Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2013 and mesh was implanted. The patient reported experiencing lameness, dysuria, prolapse, pain, inflammation, vaginal narrowing and nerve damage. No further information is available.